Event description:
It was reported that during a prostate procedure, forward firing at 27,851j was observed. The procedure was completed with a second fiber. No injury to patient reported.

Manufacturer narrative:
(B)(4).